Manufacturer narrative:
Product analysis results: visual functional the plate was returned with all the locks in the locked position except for one. There are witness marks on all the locks where it appears that the screws were removed with the locks in place. Depending on the force and the angle of the screw in relation to the locking mechanism it is possible for the screw to be pushed through the locking mechanism. From the witness marks, it would appear that at one point the locks were in place and on the screws. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior discectomy and fusion at c3-c7. Post-op, the levels at c4-5 and c5-6 collapsed and the implanted screws at c5-c6 loosened and came out of the plate even though the locking mechanism was locked. Patient suffered due to neck pain. Patient underwent revision surgery (anterior cervical discectomy and fusion) for removal of the implants.